Manufacturer narrative:
Analysis revealed an unexpected exit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system being used outside of a procedure. It was reported that the user was getting ready for a case when he tried to enter dicom qr and received an error message "failure in sr manager, unrecoverable error. Reboot 30 seconds" he let the system reboot and when it came back on, he tried to enter the cranial sw and got the same error. Keith rebooted again and got the same issue. There was no patient present during this event.